Event description:
The article, ¿comparison of the new-generation self-expanding navitor transcatheter heart valve with its predecessor, the portico, in severe native aortic valve stenosis¿, was reviewed. The article presents a retrospective, multi-center study aimed to compare outcomes between the portico and the navitor systems the article concluded the navitor demonstrated favorable in-hospital procedural outcome data, with lower rates of relevant pvl, major vascular complications, and severe bleeding than its predecessor the portico and preserved favorable hemodynamic outcomes. [The primary and corresponding author is johannes blumenstein, department of cardiology, st. Johannes hospital, 44137 dortmund, germany, with corresponding email: johannes.blumenstein@joho-dortmund.de] the time frame of the study was from may 2012 to september 2022. A total of 276 patients were included in this study (navitor = 137 pts, portico = 139 pts). The average age was 82.6 years and the average gender was female. Comorbidities included peripheral artery disease, prior stroke, atrial fibrillation, coronary artery disease, prior coronary intervention, preexisting heart block.

Manufacturer narrative:
Literature article: comparison of the new-generation self-expanding navitor transcatheter heart valve with its predecessor, the portico, in severe native aortic valve stenosis b3 - date of event is estimated. The UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under separate medwatch reports. Summarized patient outcomes/complications of outcomes of portico and navitor valve implant were reported in a research article in a subject population with multiple co-morbidities including peripheral artery disease, prior stroke, atrial fibrillation, coronary artery disease, prior coronary intervention, and preexisting heart block. Some of the complications reported were in-hospital deaths, surgical intervention including conversion to sternotomy and valve in valves, device migration/embolization, bleeding, paravalvular leak, permanent pacemaker implant, conduction disturbances, stroke, acute kidney injury and mitral regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.